Event description:
It was reported that during a right adrenalectomy procedure, upon firing, the tip of the clip tore the vessel. In order to repair the vessel and control the bleeding, the surgeon had to convert to open. Once the vessel was repaired and hemostasis was gained, the procedure was finished. The patient was transfused at some point, but it is unknown at this time if this occurred intra operatively or post operatively. The patient was sent to recovery and was noted to be doing fine. The patient then experienced a bad reaction from the transfusion and expired. The device was discarded. The incident was reviewed with an ees medical consultant upon receipt. The surgery coordinator was contacted for further details and to inquire if a conversation with the surgeon would be possible. The contact agreed to follow up with the surgeon and call back. Two messages have been left with the contact; to date no response has been received. The rep has been contacted for an attempt to help coordinate a conversation with the surgeon and an ees medical consultant.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.